Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra xc had, ¿the needle popped off from the hub while injecting.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra xc had, ¿the needle popped off from the hub while injecting.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used for the injection.